Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the pressure solenoid (psol) assembly.

Event description:
It was reported that the 840 ventilator became inoperable during patient use. The patient was transferred to another ventilator with no harm.